Event description:
Critical ill post op cardiotomy patient developed an acute lower gi bleed with 3 rectal ulcer last week, likely related to fecal containment device with balloon that was placed 2 weeks prior, and in place for about 8 days. Unclear if this was a one-time event or increase occurrence with use of the device in critically ill patients.